Manufacturer narrative:
The reported events were loss of capture and cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Performed tip stiffness test and test results were in specification.

Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. An x-ray and a echocardiogram was performed and a cardiac perforation was identified at the apex of the right ventricle. No performance issues were alleged against the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.